Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The pump passed the stop current test. No constant tone was noted. Moisture damage was found on the motor. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage and an unresponsive button/keypad. Customer's blood glucose ranged between 213mg/dl-220mg/dl. Customer stated the pump got wet with rain and caused unresponsive buttons. Customer stated constant tone is occurring. The customer was advised the pump will be replaced and revert to back up plan.